Event description:
The customer reported that during a surgical procedure, the sponge ID tag started to come off. The tag did not completely detach from the sponge. The procedure was completed successfully with no delay, no medical intervention, and no adverse consequences.